Event description:
During implant, a loss of capture was observed on the right ventricular (rv) lead. The rv lead was repositioned but a loss of capture was still observed. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.